Manufacturer narrative:
(B)(4). The stent remains in the anatomy. The stent delivery system (sds) was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the calcified, ostial left main artery the 4.0 x 8 mm xience xpedition stent delivery system (sds) balloon was inflated once at 12 atmosphere (atm) but did not completely inflate; it was not possible to achieve optimal pressure. The stent was successfully implanted. The balloon was deflated. Outside the anatomy it was noted the balloon appeared to be deflated flat and not refolded. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon refold was confirmed. The inflation issue was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.